Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Correction to h3: patient codes. Correction to b5: describe event or problem. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation could not be confirmed. The device instructions for use (IFU) was reviewed and confirmed that there were relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of edema, spontaneous inflation, difficulty to deflate, use of device issue, and discomfort was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptom(s) are known risk associated with this device type as indicated in IFU. The investigation could not lead to a clear conclusion about the cause of the reported event due to lack of evidence. Based on the information provided, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that by a call, the patient stated that since the inflatable penile prosthesis (ipp) was implanted, a hydrocele was developed, and the doctor left his cylinders 30-40% inflated for 4 months. It was also reported the patient is not able to fully deflate and needs doctor help to do it, the cylinders auto inflate consistently, which is uncomfortable. There was a guide related to valve reset techniques and patient stated that he is unable to depress the pump bulb, cause of that, he was referred with another doctor.

Event description:
It was reported that by a call, the patient stated that since the inflatable penile prosthesis (ipp) was implanted, a hydrocele was developed, and the doctor left his cylinders 30-40% inflated for 4 months. It was also reported the patient is not able to fully deflate and needs doctor help to do it, the cylinders auto inflate consistently. There was a guide related to valve reset techniques and patient stated that he is unable to depress the pump bulb, cause of that, he was referred with another doctor.